Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an iphone 10 plus with ios 18 operating system. The customer was unable to connect to their application and receive glucose alarms. As a result, the customer experienced symptoms of a loss of consciousness and "cardiorespiratory arrest", requiring third-party treatment(unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported "replace sensor¿ error. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device iin use with iphone 10 plus, ios 18.1, app version 2.11.2.8275. The customer was unable to connect to their application and receive glucose alarms. As a result, the customer experienced symptoms of a loss of consciousness and "cardiorespiratory arrest", requiring third-party treatment(unspecified). There was no report of death or permanent impairment associated with this event.